Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, an alert appeared on the screen indicating ac power failure, after which the screen went black. The customer stated that the pyxis would not power back on despite troubleshooting attempts. They reported that when the power was switched on, a small beep could be heard from the srm, and the fan at the back of the pyxis attempted to spin but was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not turning on, even though power was confirmed at the outlets but the drawer 2.1 was preventing the station from booting. A field service engineer replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.